Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the erbe generator generated errors c-00 and c-34. System logs not connected. Prior to calling user has power cycled erbe and replaced ground pad with no change and they are proceeding with a 3rd party generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via the system logs and reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a golden system and on startup, the unit displayed c-34 hf voltage. Fa concluded that root cause could be attributed to this issue c-34 hf voltage. The probable root cause could be attributed to faulty electrical components inside the iesu indicated by errors such as c-34. This error indicates a lower voltage than expected during energy activation.